Event description:
Procedure type: lap appendectomy. According to the reporter: the fin and a piece of the guard broke off during the procedure. No x-rays were taken, instead they searched the cavity for about 2 hours using camera visualization and hand instruments. All pieces were retrieved, however, the incision size was extended about 2 inches (pfannenstiel incision). There was no additional bleeding. The account has been using these devices for over a year. Patient was a thin male. No patient injury was reported

Manufacturer narrative:
(B) (4). (B) (4).